Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was difficult to remove the guidewire from the left ventricular (lv) lead after the lead was placed. It was noted that the lead had not been flushed before implant and the lead was not in the body very long before guidewire removal. The guidewire was eventually removed and the lv lead remains in use. No patient complications have been reported as a result of this event.